Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, discomfort and fibrin in the peritoneal effluent. The patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) cefepime (dose and frequency not reported) for peritonitis. Treatment with cefepime was discontinued prior to hospital discharge. The patient was discharged from the hospital five days after admission. After hospital discharge, the patient received ip treatment of gentamycin (one16 mg dose). The patient recovered from the peritonitis event and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.